Manufacturer narrative:
Date of implant is unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on bilateral s1 leads after history of falls. As a result, the patient underwent surgical intervention on 09dec2024 wherein the system was explanted. During the procedure, the bilateral s1 leads broke during removal and were unable to be fully explanted. Surgical intervention may take place in the future to address the partially implanted leads.

Manufacturer narrative:
Code(s) corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the broken/partially explanted leads were fully explanted via surgical intervention on (B)(6) 2024.